Manufacturer narrative:
D10: concomitant devices: 5912170 (B)(6)- integrip cc,cluster hole ø 50. The product associated with the reported event is within the scope of recall z-1729-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was the cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 42 months after a total hip replacement procedure, the plaintiff may require a future revision procedure to address prosthesis wear. The plaintiff has also reported pain and suffering. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H3: the most likely cause for the revision reported due to early prosthesis wear could include a number of variables including use error, implant positioning, implant size selection, and patient factors. Additionally, increased shelf oxidation resulting from the use of nylon vacuum bags without evoh could also have contributed to the wear. However, this cannot be confirmed as the devices were not available for evaluation and no clinical data was provided.

Manufacturer narrative:
B1 - fields are blank, no adverse event and no product problem. H6 - fields updated (removed failure of implant code 1924).